Event description:
Pt had duo tube placed, 2003 x-ray post placement showed that placement needed to be adjusted. Pt was transfered out of ICU, pt decided they would rather have the tube removed. When bedside rn went to remove tube she was unable to remove stylet prior to discontinuing 2 days later. Tube was not relubricated prior to attempting stylet removal.